Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 7fr; guide wire 0.35; dilatation catheter: voyager; guiding catheter: cook 7fr 90cm; stent: xact; heparin. (B)(4) - improper or incorrect procedure or method as stated in the instructions for use, under precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The safety and effectiveness of the proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The proglide device indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The analysis did not indicate any evidence of a product quality deficiency. Based on the returned components and reported information, the failure to deploy suture appears to be related to a failure to follow the instructions by not taking of a femoral angiogram prior to the procedure and patient selection, use in a heavily calcified common femoral artery. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the proglide was difficult to position and deploy the foot plate. The procedure was continued and a cuff miss occurred, as the vessel was calcified. A second proglide was used; however, when harvesting the sutures, the whole knot and suture came out of the vessel. The angle was changed with a third proglide device and hemostasis was achieved. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.